Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The returned meter was investigated with a known-good retained battery. Visual inspection was performed on returned meter and no issues were observed. Retain batteries were inserted into the meter. Indicator lights did not flash. Meter powered on with button depression. Blank screen was not observed. Unexpected characters on meter screen were observed. The unexpected characters observed on meter's display is not contributing to customer complaint due to the meter was able to power on, therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle optium neo meter was reviewed and the dhrs showed the freestyle optium neo meter met specifications prior to release to distribution. This also serves as a correction report. Section h4 (device mfg date) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.